Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to non-union. Intra-op, the implant broke on insertion at l2-l3. The broken implanted was completely explanted; and was replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the threads on the backside of the spacer are stripped. There is some damage to the threaded hole on the outside where the inserter attaches to the implant . The implant appears to be deformed and slightly twisted. This is consistent with overload from a bending/twisting motion with the inserter. If information is provided in the future, a supplemental report will be issued.